Event description:
It was reported that the scrub nurse was about 1 minute into the cement mixing process when rn noticed the cement was getting doughy and firm. Rn notified the surgeon and staff very rapidly implanted the tibial baseplate and femur. There was no adverse consequence for the pt or delay in surgery or anesthesia time.